Manufacturer narrative:
Concomitant products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 8 590-8, lot# n317050, implanted: (B)(6) 2012, product type: accessory. Product ID: 8590-8, lot# n317050, implanted: (B)(6) 2012, product type: accessory. Product ID: 387360, lot# va004d1, implanted: (B)(6) 2012, product type: screening device. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. The patient was not able to use it and it never really worked for them since implant. The patient had it taken out in (B)(6) 2012.